Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was so low at the time of admission, that the paramedics could not get a reading. The customer used food and was given intravenous fluids and glucose sticks to treat. The customer experienced symptoms such as loss of consciousness. It is unclear if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also reported lost sensor signal issues. Troubleshooting was not completed as the customer declined. The customer had a low with hospitalization in (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Harm code of loss of consciousness has been updated and updated code given in with this report. (B)(4).